Manufacturer narrative:
The uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for evaluation. Testing found that the batteries would not hold a charge.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) of the mobile view station (mvs) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the uninterruptible power supply (ups) of the mobile view station (mvs) was beeping even when plugged in for charging. Representative checked power mains, viewing station and uninterruptible power supply (ups) connection. It was reported that the uninterruptible power supply (ups) displayed battery failure. There was no patient present at the time of the issue.